Event description:
On (B)(6) 2015 a call was received to report button error alarm. The caller's blood glucose was 153 mg/dl. The caller was advised that the insulin pump will need to be replaced. The caller stated that the insulin pump was given to him after his uncle's passing. The customer's spouse was contacted, who stated that the customer passed away on (B)(6) 2013. The cause of death was brain bleed/ aneurysm. The spouse stated that in the morning of (B)(6) 2013 they did some exercises. Later, the customer was not feeling good and collapsed on the floor. He was hospitalized the same day; he had brain bleed, was unconscious, and never came out of it. The customer had a stroke. The insulin pump was removed that same day, and remained disconnected for two months. The device was removed because no one at the hospital knew how to operate it. The customer was transferred to a nursing home, where he passed. The customer's blood glucose was above 80 mg/dl. The customer was not using sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.